Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2017-oct-30. The rep stated that a different rep saw the patient on (B)(6)2017. Additional information was received from that rep on 2017-nov-01. The rep stated that they were unsure when the over discharge and inability to charge began. They did not have a replacement of their spinal cord system. The rep would call the patient to ask for specifics. The rep was able to use the antenna locator to achieve a recharging screen. The over discharge has been resolved. No further complications were reported/are anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged and the manufacturer representative was unable to start a recharge cycle normally. It was noted that the patient hadn¿t charged their ins since around (B)(6) 2017. Antenna locate was attempted and two trickle charge cycles were performed but the manufacturer representative was still unable to start a normal charge session. It was reported that the patient had surgery in (B)(6) 2017 and the patient did not charge their battery prior to the procedure because they didn¿t want it to interfere with the procedure. No further complications are anticipated.